Event description:
It was reported that the device was attempted to be implanted but not used. The physician was unable to tighten the atrial port setscrew. The setscrew would only spin inside the port without tightening even after the grommet was removed and several different wrenches were used. The device was removed from implant and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing atrial grommet. The returned device indicated the atrial set screw was found in the connector bore, foreign material on the atrial setscrew surface and in the atrial setscrew socket which was also rounded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.